Event description:
A patient reports blood glucose results of "10.3, 30.0 and 8.9 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The pt changed the unit of measurement to the wrong unit from mg/dl to mmol/l. The correct unit of measure should be mg/dl. The rep assisted in changing the units to the correct until of measurement.